Event description:
It was reported that during a lap cholecystectomy, the trocar was leaking. No other information is available. There was no patient consequence.

Manufacturer narrative:
D4;h4,6: information anticipated, but unavailable at this time.